Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving an unknown concentration of morphine at 14.3 mg/day via an implantable pump for malignant pain and cancer pain. It was reported an empty pump occurred. The patient was due for a refill. The patient was currently in the hospital and had been hospitalized for about a week due to issues related to cancer. The managing physician did not have privileges at the hospital where the patient was. It was indicated the hospitalization and issues related to cancer were not related to any issues with the pump. It was reported the patient was ¿not real with it right now," however, no specific symptoms were reported. Regarding the patient¿s implantable infusion device/therapy, no symptoms were reported. Empty pump considerations were reviewed. The event date was provided as (B)(6) 2018. No further complications were reported or anticipated.